Event description:
Customer reported high blood glucose levels. Customer's blood glucose is 430 mg/dl. She has been treating with her insulin pump and with manual injections when her blood glucose gets very high. Customer experienced dehydration, disorientation, and pain in her kidneys. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer could not complete troubleshooting for lack of tubing clamps. She was advised to do a complete set change and call back later to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.